Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation to nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.